Manufacturer narrative:
This is default text configured for block h10.

Event description:
It appears to be defective as nothing sprays when depressing the canister [product delivery mechanism issue]. No adverse event. Case narrative: this initial spontaneous report concerns of adverse events product delivery mechanism issue and no adverse event in patient (gender, age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date, the patient was being treated with albuterol sulfate inhalation 90 microgram (ndc, dose, strength, therapy dates, route were not reported) for an unknown indication. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that patient received the medication from pharmacy and product appeared to be defective as nothing sprayed when depressing the canister. Additional information was received on 05-jun-2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate. This case is considered as serious. The reportability of this case was expedited (malfunction report).